Manufacturer narrative:
Per the user guide: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple auto-off safety alarms occurred. Customer confirmed there was no interaction with the pump during a 12 hour work shift which led to the alarm. There was no reported impact to customer's blood glucose. Tandem technical support educated customer about the auto-off safety alarm.